Manufacturer narrative:
Reported event: an event regarding disassociation involving a ceramic head was reported. The event was not confirmed. Method & results: -product evaluation and results: the ceramic head was returned for evaluation. Explantation damage observed on the surface of the device. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the lot number is unknown. -complaint history review: could not be performed as the lot number is unknown. Conclusions: it was reported that the patient was revised due to stem and head disassociation, as well as, the head disengaging from the mdm liner. The ceramic head was returned for evaluation. Explantation damage observed on the surface of the device. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dislocation of hip, surgeon has requested the femoral head be checked if it is indeed a +4 head offset. Mdm implants used with exeter trident. The head dislocated (disassociated) from the stem, but also the inner head disengaged from the outer mdm head.

Event description:
Dislocation of hip, surgeon has requested the femoral head be checked if it is indeed a +4 head offset. Mdm implants used with exeter trident. The head dislocated (disassociated) from the stem, but also the inner head disengaged from the outer mdm head.

Manufacturer narrative:
Device evaluation is under review. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.